Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital. Upon review, the right ventricular lead exhibited low impedance and no capture. The lead was capped and replaced on march 12, 2019. The patient was stable post procedure.